Manufacturer narrative:
According to the customer, they saw vtac for ten seconds and the cns did not alarm. Technical support (ts) requested that the printouts be collected for review and to also get the model and serial numbers for the cns and the transmitter. Concomitant medical device: the following device was used in conjunction with the cns: transmitter: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported that the central nurse's station (cns) did not alarm for vtac. There was no patient injury reported.